Event description:
It was reported to philips that the system locked up after 30 seconds and a cold restart temporarily resolved the issue on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service performed a cold restart; no permanent fix was implemented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).